Event description:
It was reported by the sales rep via fax that the dr went through 3 catheters and complained that he couldn't maintain a constant pressure, he continued to get a pressure error but did not record the number. The sales rep was paged 1 1/2 hours into the case and the dr requested his presence asap. The sales rep arrived 20 minutes later. A catheter the sales rep provided was opened and the case proceeded fine. The case was delayed 2 hours, total case time 2 1/2 hours.